Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. D10: concomitant med prod data: erj, utpor1 , 4wb, asc pacu, uttdsuor1, uttdsuor5, uttep3, uttor6, uttep3, uttdsuor1, asc pacu, uttdsuor5, uttep2, gi lab, uttor6, 4wb, 3wb, 2wa, 4wa, 6nob, 6so, 4wc, edp, ER, imc, orp, pacup, upgilab, utpor2, edq, surgq, utqgilab, utqms1, utqms2, utqor1, utqor1, cnd, 02s, utjdsu , upgilab, utpgilab, utqor1, utqor2, pacup, utpor2 , ccer, imc, orp , after hours, icuj , obs, utjdialysis , utjobor, 1cpp , 1cth, 4no , covid1, ms1e, ob , ms1w , ms2e, 3f, edh, obh , 5noa, wiic, utqms1 , erca, utqms2 , uttgilab2, utjpacu, utjgilab , utjor1, utjorcore, utjor2, utjor3. Upon investigation of the actual device used in this incident, it was determined that the station database synchronization failure as a part of disaster recovery. A technical support specialist (tss) worked with the product support engineer (pse) team and identified that the production server database had been restored from a backup, resulting in the loss of approximately eight minutes of data. The tss then performed disaster recovery reverse syncs on stations in retry mode and executed full syncs on all stations to ensure no data mismatches occurred moving forward. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server, ndcppyxapp01 disaster recovery. Customer rebooted device and it was still not communicated with the pyxis website. There were no adverse events or injuries reported based on this event.